Event description:
Caller reported a malfunction on the pump, identified as malf 16. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and cts provided information and assistance for resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the issue recurred. The customer acknowledged and understood the instructions.